Event description:
During a routine shift check by a clinician, the device displayed a red "x" and failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.